Event description:
It was reported that during idiopathic ventricular tachycardia (idvt) procedure, a pericardial effusion was noticed on the ultrasound. Pericardiocentesis was performed and approximately 350cc of fluid was removed. The patient was stable throughout the procedure with no signs of a blood pressure drop. The patient was stable and under observation.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4); stockert model# m-5463-01, serial # unknown; coolflow pump model# m-5491-02, serial # unknown. (B)(4).